Event description:
It was reported that a spectrum pump had an issue of flow rate. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "flow rate" was not reproduced. The event history log review was completed. The customer did not provide the event occurred. The pump functioned as intended. The customer did not provide event parameters, however multiple infusions were started and completed on the last days of customer use. The condition observed by the user cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.